Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip (at the hex head) of the pinn cup universal screwdriver attachment broke off (one piece) while the surgeon was implanting a 30mm 6.5 pinn bone screw. The broken tip was retrieved. There was no surgical delay.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.mif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.